Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the reported issue during testing and evaluation. The ventilator passed 140 hours of extended tests at the customer¿s settings. The ventilator passed the initial alarm volume test but failed the initial final test for non-conformance with port-to-port leak test. Carefusion replaced the exhalation module to address the slight non-conformities. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit is intermittently alarming for low pressures. The customer tried different circuits and this did not change the issue. It is unknown at this time whether there was any patient involvement associated with this complaint.